Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery in which the previous cuff was removed and replaced for a new cuff with a smaller size. No patient complications were reported in relation to his event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.